Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient was feeling some "jolts". Impedances were found to be high on a couple of electrodes. These electrodes are no longer in use. There were no contributing factors/none reported. The impedances found on the electrodes were out of range, and are no longer being used. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the impedance was not determined. No further complications were reported/anticipated.